Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text: device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer used cold insulin and did not remove air properly from the cartridge. Customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose level.